Event description:
Lar procedure. Ralc45 dlu was fired first to close rectal stump. Both sides, pt and specimen, appeared ok. Cs29 dlu anvil was knotted into distal colon and was transanally inserted. Blue dye test was done to test anastomosis and leak occurred. Manual oversew was used to complete case.